Event description:
The customer reported on (B)(6) 2014 her blood glucose reached "high" (greater than mg/dl) less than 7 hours after the pod was activated and she gave herself a manual injection of insulin (exact dosage was not provided). Upon removal, she noticed the cannula was not inserted into the infusion site and it was just lying against her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.